Event description:
The customer contact indicated an operator error in programming the device which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of heparin, at a rate of 10ml/hr, for a duration of 24 hours. The nurse reported that the delivery was completed in 16 minutes instead of the intended 24 hours. The patient's prothrombin time (pt) and partial thromboplastin time (ptt) blood values were drawn and reported as elevated. The patients scheduled cardiac catheterization procedure was postponed due to the elevated pt and ptt. It was reported that the next day, the patient's pt and ptt were within normal limits and the cardiac catheterization procedure was performed. There were no reported adverse patient effects. The customer contact reported that the delay of the procedure did not have a negative impact on the patient. The customer contact reported that during an internal investigation, it was discovered that the nurse inadvertently programmed the device in the heparin venous concentration mode for the delivery instead of the intended heparin cardiac concentration mode; which resulted in the delivery completing in 16 minutes instead of the intended 24 hours. During testing at the user facility, the device passed testing. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device history was downloaded at the user facility. A review of the device history indicates that on (B)(6) 2014 at 13:12, line a was programmed in the dose calculation mode, ed cca, to deliver heparin venous 25000 units/250ml, with a dose of 1000 units/kg/hr, weight 91kg, for a rate of (volume to be infused) of 250ml, for a duration of 16 min, and the delivery was started. At 13:29, the device alarmed n161 (line a vtbi complete) and kvo (keep vein open) 1 ml/hr started. At 13:31, line a was stopped with a vi (volume infused) of 250.9ml. A review of the device history indicates the device delivered as programmed. The customer contact indicated the event was the result of an operator error in programming the device. This report represents all the information known by the reporter upon query by hospira personnel.